Manufacturer narrative:
A spacelabs healthcare senior post market surveillance specialist and engineering reviewed the ics data for this patient, where they were able to verify the device gave a medium priority pause alarm instead of a high priority run of ventricular tachycardia. No other alarm malfunctions or incorrectly detected events were identified. Additional leads were unable to be reviewed as the leads on the patient had been adjusted or changed before the review, and ics is only able to show the leads that were being viewed at the time of the event. The customer has confirmed that the module is still in use, and no further issues have been reported at this time. The review concluded that there were multiple beats on the patient which resulted in the misclassified alarm, but without the additional lead information it is not possible to determine the cause of the reported issue.

Event description:
The customer reported that a monitor incorrectly alarmed for a medium priority pause alarm rather than the appropriate ventricular tachycardia run high priority alarm. The patient was not harmed relating the inaccurate alarm.